Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarm, but reverted to manual insulin therapy. Customer declined follow up by tandem technical support. No reported impact to the customer¿s blood glucose level.